Event description:
Intraocular lens was implanted into the left eye. Upon insertion, lens was noted to have dots/pitting along center of lens. Incision was extended and lens cutter was used to cut the lens and remove. A new lens was inserted and the incision was closed with suture. Proper procedure and instruments were used to load the lens.